Event description:
It was reported that during the use of the device for a non-clinical activity (routine cleaning), there was an error code "e0e" on channel a on the heater cooler unit. There was no patient involvement.